Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.